Event description:
It was reported that the ventilator failed several tests during pre-use check. There was no patient involvement. Manufacturer's ref. #: (B)(4).

Event description:
Manufacturer's ref. #: (B)(4).

Manufacturer narrative:
It was reported that the ventilator failed several tests during pre-use check. Identification of issue has been done by analyzing problem and service report. According to the information provided by the technician, the device failed the internal leakage test with message 'system volume too small', pressure transducer test, flow transducer test and patient circuit test during pre-use check. The air gas module was detected as faulty and it needs to be replaced to resolve the issue. The issue was decided to be reported as a defective gas module may lead to stop of ventilation, low o2 or high pressure. There was no patient involvement. In order to conduct further analysis of the case, more detailed information is required. Unfortunately, neither the device's log nor the claimed part were available for further analyze. Therefore, the root cause to the reported issue has not been determined.